Event description:
I had lasik eye surgery 7 months ago and since have been suffering everyday from chronic dry eye, glare, starbursts, headaches, light sensitivity, focusing issues, and blurry vision. I want to file a case with the FDA since my lasik dr will not, even though they are supposed to file a "bad outcome" with the FDA.